Event description:
A posey palm cone was placed in the hand of an 89 year old resident with a long standing 14 year old flexure contracture of the left hand. Within a short period of time (hours) she developed a stage iii wound on left thumb and hand.